Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be removed from the pump. The battery cap was allegedly new; however, it continuously spun on the pump without detaching. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation revealed that the edge of the battery compartment was chipped and scratched. The battery compartment was cracked from the case seal to grip. The battery cap threads were stripped. The yellow o-ring was cut. The edges of the battery cap were chipped and scratched. Unable to tighten battery cap.